Event description:
Strut broke while patient was exercising. Strut removed and patient seemed okay. Pt later had some problems breathing and went to the emergency room. Additionally, the account stated the patient had the strut put in, in 1998. It was put in for cosmetics purposes because pt had a concave chest. Account further stated that the patient is a very active person, but they are not sure why the strut broke.